Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, it was reported that all the keypad buttons were under responsive. There was reportedly moisture behind the display. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 07/25/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/05/2016 with the following findings: investigation revealed moisture under the display lens. Visual inspection revealed that the keypad was undamaged. All keypad buttons responded normally to button presses. The keypad cover was removed and no defects were found to the button contacts. The pump casing was opened, and there was evidence of moisture damage found on the keypad flex connector. Unrelated to the original complaint, investigation revealed the following: the battery compartment was cracked; the bolus button cover was missing; leak testing revealed a leak at the bolus button.